Manufacturer narrative:
Eval method: tested isolate on multiple panel types, with multiple inoculation methods. Tested d-12 specimen on frozen reference panels. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results- other- in-house testing of d-12 specimen yielded false susceptible results when compared to frozen reference panels. Complaint review indicates product is performing as expected. Conclusion- other ¿ unusual event ¿ in house testing of d-12 specimen provided false susceptible results when compared to frozen reference panels. Overall product performance is acceptable. Device 2 of 4. Reference MFR report numbers: 2919016-2005-0031, 00042, 0043.

Event description:
Dade behring participated in the 2005 cap bacteriology survey d and obtained lowered mics for s. Maltophilia d-12 specimen for ceftazidime in internal testing. S. Maltophilia yielded false susceptible results for ceftazidime (caz) when compared to frozen reference panels.